Event description:
(B)(4). The device was covered by my insurance but I am allergic to nickel and my dr told me I would not have a reaction. I have rashes and if I wear any jewelry, now I swell up and get blister like rashes. Chronic pelvic pain, severe bleeding, back pain, severe bloating and weight gain.